Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum control valve and nylon tubing were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 10/28/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The vacuum control valve was returned and tested. The reason for return of the vacuum control valve was not confirmed. The nylon tubing was not yet returned for analysis.

Event description:
A customer reported there is a "haze" coming from their sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). The sra shows the risk for exposure to haze/mist/vapor to be "low." The nylon tubing was not returned for evaluation as it was discarded by the customer. The assignable cause of the haze/mist/vapor issue is the vacuum control valve and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.